Event description:
The manufacturer received information alleging the pilot reading had failed when it was being performed on a trilogy ev300 device. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk for this issue. A field service engineer (fse) evaluated the device and observed the three-way solenoid valve would need to be replaced to address this issue on the device. The customer has elected to replace the part themselves. There was no part replaced at this time since the customer will be replacing the part on the device. There were no repairs made to the device.